Event description:
Customer reported that the paramedics were called and she was hospitalized on (B)(6) 2012 due to high blood glucose. Customer stated that she does not remember what was the blood glucose reading when paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.